Manufacturer narrative:
The qc recovery data provided was acceptable. It was found that the customer's sample centrifugation time may be too short. The field service engineer (fse) replaced the reference electrode, performed a wash cycle of the ises, and primed the system. A precision check, calibration, and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 10 patient samples on a cobas e 411 immunoassay analyzer. The customer provided examples of discrepant results for 2 patient samples. The initial results were reported outside of the laboratory. The customer was prompted to repeat the samples as they noticed that they were receiving low results. For patient 1, the initial na result was 134 mmol/l. The repeat result was 140 mmol/l. For patient 2, the initial na result was 131 mmol/l. The repeat result was 137 mmol/l. The repeat results were deemed correct. The na electrode lot number and expiration date were requested but not provided.